Event description:
Additional information was received that the device was reprogrammed to resolve the event. Provocative testing was performed and the lead noise was not reproduced.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.